Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient underwent a 2nd left knee revision due to loosening of the tibial component and chronic inflammation. The surgeon reported the tibial component was grossly loose and a large section of the medial tibial plateau had collapsed. He indicated the femoral component was also removed without difficulty. The surgeon noted the patellar button was stable, tracked well and was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Awareness date is 16 december 2019. Doi: (B)(6) 2016; dor: (B)(6) 2018 (arthrotomy and drainage); dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6(device code and closure codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.